Manufacturer narrative:
Citation: dagnegard et al. Survival after aortic root replacement with a stentless xenograft is determined by patient characteristics. J thorac cardiovasc surg. 2021 jul 17;s0022-5223(21)01042-4. Doi: 10.1016/j.jtcvs.2021.07.011. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding survival after aortic root replacement with a stentless xenograft. All data were collected from six centers from 1999 to 2018. The study population included 1,008 patients (predominantly male, median age 68 years). All patients were implanted with a medtronic freestyle aortic root xenograft prosthesis (unique device identifier numbers not provided). Among all patients, 67 deaths occurred within 72 hours of implant. Causes of death included endocarditis (n=27),type a dissection (n=24), aneurysm (n=3), and other causes (n=13). At 30- and 90-day follow-up, there were 105 and 127 deaths, respectively. The physician/authors postulated that survival after aortic root replacement was determined by the patient condition, not the characteristics of the prosthesis. Still, based on the available information, medtronic product was reasonably associated with the early death(s) within 72 hours of implant. Among all patients, adverse events included: endocarditis, myocardial infarction (mi), unspecified structural valve dysfunction (svd), tamponade or bleeding complications, kink of the proximal coronary or other ostial obstruction, and stroke. Most of these observations required intervention to treat. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.